Event description:
It was reported that led light #2 (in operating room (B) (6)) would not turn on. Upon further evaluation, it was observed that the circ clip holding the spring arm/light head to the horizontal arm of the dual led light suspension was unseated, subsequently causing unseating from the horizontal arm itself. This failure did not result in an event.

Manufacturer narrative:
There was no patient involved, thus no patient data exists. There is no expiration date for this product. Actual device was evaluated in the field. Contact title was not provided by the initial reporter. Attempts will be made for this information. Root cause: circ clip unseated. No event occurred. This is not a single-use device.